Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. Brand name: sur-fit natura stomahesive flexible skin barrier w/flange w/tape collar & cut-t0-fit opening (overall dimension 4¿ x 4¿).

Event description:
Report provided by the end user indicated patient inflammation under mass/border. Report also included that the last two boxes of wafers have not been adhering securely to the skin, as a result patient had to increase changing the wafers twice on a daily basis. End-user developed a skin irritation, due to the frequent changes and has applied powder and barrier wipes. She has discontinued the use of the box of wafers and changed to a product that was provided in a travel kit. Patient reported she purchased and is currently using a latex adhesive and tape to try to secure the wafer for a longer period of time. The end user subsequent outcome was not reported.